Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. A specific cause for the obstruction could not be conclusively determined through this evaluation. The submitted log files showed the system operating as intended. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that there were no changes to patient condition, anticoagulation status, or pump parameters that may have contributed to the event. The obstruction was not considered to be a thrombus. The patient was able to be stented and had resolution of symptoms. The patient was stable in outpatient.

Manufacturer narrative:
No further information was provide. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a computed tomography angiography (cta) was performed on (B)(6) 2025 for the patient and revealed "crescentic thrombus along the proximal portion of the outflow tract with severe resultant stenosis. The mid to distal portion of the outflow tract is patent, as is the anastomosis to the aorta." There were no alarms related to this finding, but the patient complained of progressive shortness of breath that could not be attributed to any other cause. The patient was then admitted on (B)(6) 2025, was placed on heparin drip. An outflow graft stenting procedure was performed. Log files were submitted pre and post outflow graft stenting procedure. The trending data from the log files during the procedure showed adjustments in the speed settings as well as corresponding fluctuations in calculated flow and average pulsatility index values. There were no unusual events recorded after the last recorded speed adjustment on (B)(6) 2025 at 10:10.